Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was 183 mg/dl. The customer state the pump alarmed no delivery while filling the tubing. The customer a state there is small bubbles in the tubing. Troubleshooting was able to get insulin to exit the tubing. The device will be returned for analysis.